Event description:
During pt treatment, the model 3100a's oscillatory piston stopped with audible and visual alarms activated. The pt was "bagged" then placed on another 3100a without any indication of pt compromise.